Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism.

Event description:
It was reported that during an implant attempt, the new left ventricular had higher thresholds than the lead that it was replacing. The new lead was not used and the original lead was put back. No patient complications have been reported as a result of this event.